Event description:
Additional information received reported that the infection onset was (B)(6) 2012. Perioperative antibiotics were administered. Symptoms of the infection were redness, swelling, and drainage in the device pocket. A culture from the device pocket showed the infectious organism was (B)(6). Oral antibiotics and a total device explant resolved the infection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the device removed three months prior due to an infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v868869, product type lead; product ID 3889-28, lot# v868869, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).